Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked into the reservoir compartment. The customer's blood glucose level was 277 mg/dl at the time of incident. The customer was advised that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.